Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) reported since implant it had not helped with their driving yet. The patient further reported overstimulation. He had stimulation turned on (B)(6) 2017, and he noticed that when he has the stimulation set to a comfortable level in the legs, while sitting/standing/walking, if he lays down, within 10 seconds, the setting is too much to where he can¿t stand it. The patient mentioned it to the representative, who suggested it may take time to determine the appropriate settings. The patient noted he can turn stimulation off at night due to not needing it. The stimulation change was related to positional movement. The patient noted that adaptive stimulation had not yet been enabled. The patient was redirected to follow-up with their healthcare provider. The patient stated he had an appointment in 3 weeks and the patient noted he may try to follow-up sooner. No further complications were reported/anticipated. The indication for implant was spinal pain.